Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). No report of injury or medical intervention. No report of blood exposure to mucous membrane.